Event description:
On 01/03/2024, infutronix received a report that a pump might have down occlusion sensor issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device returned for further evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was tested on 1/22/2024 with the procedure below: equipment: water tank reservoir b2-70070 IV set pressure gauge s/n:(B)(6). Cal date:03/30/2023. Procedure: 1. Connect tubing into reservoir. 2. Prime tubing by gravity, then connect tubing to pressure gauge. 3. Test 1: turn on the pump fail test if pump displays "pressure error" on post 4. Test 2: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 8 psi. Run pump, pass pump if it alarms between 0 and 16 psi. 5. Test 3: set prog to 125ml/hr for 20 vtbi, go to biomed options and set pressure to 30 psi. Run pump, pass pump if it alarms between 22 and 38 psi. Results: the pump failed test 3 as the pump would occlude at 16 psi, which is below the 22 and 38 psi. The reported issue is confirmed. The pump does not meet passing criteria. Another observation made during testing was the battery was completely dead, and it would not take a charge.